Event description:
It was reported that four days after implant, the right ventricular (rv) lead threshold had increased and was high. An x-ray confirmed a micro-dislodgement of the lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.